Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿since "xxxxxxxx," our approximately 450 bed hospital has received at least 28 cases of omitted or wrong time errors due failure to unclamp the secondary IV-line tubing. So far, the most severe one reported was a k phos that wasn't infused, which resulting in a decreased phos level the next day. My concern is that this may happen on a first dose antibiotic in a septic patient. We use alaris pumps, which does notify the rn to unclamp the line, but the pump does not alarm we've tried various forms of education (several different newsletters, emails, shared learning documents, education by the alaris team, and are switching to shorter secondary tubing that may increase the visibility of the clamp I¿m at a loss for what else to do. Respondents shared error types that they have encountered despite the use of smart infusion pumps. The most common types of errors reported involved secondary infusions, including delayed or omitted secondary infusions caused by a closed roller clamp, or secondary infusions that were administered at the wrong rate. Even with technology, human error was still reported programming errors due to dose-rate confusion. Decimal points. And drug selection IV line or channel m, ix -ups, tubing misconnections wrong drug: and wrong patient practitioners also reported frustrations with a time-consuming and complex programming process, including difficulties finding the correct drug when scrolling through a large list of generic names and overly sensitive and false alarms (B)(6). Submission ID (B)(4)." There was no information on patient involvement.

Manufacturer narrative:
Omit: a1601 - device alarm system (1012). Additional information: imdrf annex a and g codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿since "xxxxxxxx," our approximately 450 bed hospital has received at least 28 cases of omitted or wrong time errors due failure to unclamp the secondary IV-line tubing. So far, the most severe one reported was a k phos that wasn't infused, which resulting in a decreased phos level the next day. My concern is that this may happen on a first dose antibiotic in a septic patient. We use alaris pumps, which does notify the rn to unclamp the line, but the pump does not alarm we've tried various forms of education (several different newsletters, emails, shared learning documents, education by the alaris team, and are switching to shorter secondary tubing that may increase the visibility of the clamp I¿m at a loss for what else to do. Respondents shared error types that they have encountered despite the use of smart infusion pumps. The most common types of errors reported involved secondary infusions, including delayed or omitted secondary infusions caused by a closed roller clamp, or secondary infusions that were administered at the wrong rate. Even with technology, human error was still reported programming errors due to dose-rate confusion. Decimal points. And drug selection IV line or channel m, ix -ups, tubing misconnections wrong drug: and wrong patient practitioners also reported frustrations with a time-consuming and complex programming process, including difficulties finding the correct drug when scrolling through a large list of generic names and overly sensitive and false alarms (B)(6). Submission ID (B)(4)." There was no information on patient involvement.